Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error was discovered in the device's event log. The device's circuit board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error was discovered in the device's event log. The device's circuit board needs to be replaced to address the issue. This report was created to document the current field safety notice (fsn 2023-cc-src-039) that is applicable to this device.